Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did this issue contribute to any patient adverse event? Yes. Please clarify, what specific actions were taken during the uterine coagulation procedure? Result of a second thread leading to the same. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Using another thread reference (ethilon 2.0 straight needle) to complete the procedure. Was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose.introduction of antibiotic therapy with amoxicillin 500mg/clavulanic acid 62,5mg at a dose of 2 tablets 3 times a day from (B)(6) 2026. What is the patient¿s current health status and condition? Impossible to know, patient discharged from the clinic on (B)(6), the patient was going well after the visit of the anesthesiologist who authorized the discharge on (B)(6). The device is not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe and provide details on the adverse event the patient experienced. What symptoms did the patient experience? Please confirm that the use of another thread reference (ethilon 2.0 straight needle) to complete the procedure was performed intra-op during the initial procedure? Please clarify the issue with the suture: did the suture break intra-op? Did the suture fray intra-op? What is meant by ¿uterine coagulation¿? Please explain. Did uterine coagulation occur because the suture disintegrated fully? Did ¿uterine coagulation¿ require treatment? Did the patient experience intra-op bleeding because the suture disintegrated fully? If yes, please specify amount of bleeding and if any intervention was required for the bleeding. Please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Was the patient on anti-coagulants prior to surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the wire was used as uterine traction suspension. It was stated that from contact with the patient, the fit lost all resistance, without loosening and disintegrated fully. Clinical consequences observed: use of a 2nd thread, having led to the same result of uterine coagulation and use of another suture. The patient was prescribed antibiotic therapy. Additional information was requested.